Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received no delivery alarm, failed battery test alarm, motor position encoder error alarm and a motor error alarm. The customer's blood glucose was 220 mg/dl at the time of incident. The customer's mother stated that the drive support cap appeared normal. The customer's mother stated that the insulin pump was not exposed to high magnetic fields. The customer's mother stated that they did not receive a failed battery test after inserting a new battery. The customer's mother stated that they were not able to troubleshoot for the no delivery alarm due to motor error alarm. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery and a motor position encoder error alarm was confirmed in the history file. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. Unable to perform the occlusion test due to the motor error alarms. Unable to confirm the excessive no delivery alarms due to the motor error alarm. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no failed battery test noted. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, minor scratches on the display window, and a missing end cap sticker.